Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a left ventricular threshold that had increased from the time of implant. Chest x-ray revealed the lead to be pulled back into the coronary sinus. The old lead was removed and discarded and the new lead was placed. Patient was stable.